Event description:
According to the customer, while the patient was in the air and the lift was pumped up, the "lock ring snapped, the lift blew out the hydraulic fluid, and the handle fell off" causing the patient to fall on (B)(6) 2025.

Manufacturer narrative:
According to the customer, while the patient was in the air and the lift was pumped up, the "lock ring snapped, the lift blew out the hydraulic fluid, and the handle fell off" causing the patient to fall on (B)(6) 2025. The customer reported the patient did not have any injuries from the fall. No additional details are available related to the customer reported issue. The customer did not report any serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.